Event description:
It was reported that customer experienced repeated minimum fill notifications and was unable to load insulin cartridge or resume insulin delivery despite using new cartridges and following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump area, reloaded same and new cartridges without success, then worked with support to review insulin type, storage, loading technique, cartridge fit, and components, and support arranged replacement pump and cartridges; customer planned to use multiple daily injections as backup, was instructed on returning malfunctioning pump and setting up replacement, and understood all instructions.